Event description:
The manufacturer representative reports a patient experiencing therapy interruption and seroma in the abdomen. The seroma was located by the pump in the abdomen. Csf leak and pocket infection have been ruled out. The fluid has not been tested. The pump was extracted and refilled to confirm the reservoir volume. No discrepancy was reported. A dye study was performed, but no results were reported. Catheter replacement is being considered. Additional information has been requested from the hcp, but was not available on the date of this report.